Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unable to charge unit due to depleted battery. Unable to perform functional test or verify communication anomaly due to depleted battery anomaly.

Event description:
Medtronic received information that no communication (unresolved), sensor signal not found, lost sensor alarm occurred. There was no adverse impact or consequence reported as a result of this event.